Event description:
It was reported that during an unknown procedure the product with foreign particle inside the primary packaging.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the one sr75 reload was returned inside its package unopened; upon visual inspection, a black foreign matter what appears to be a fluff, was noted to be inside the packaging. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. In addition, the tyvek of the packaging was damaged (hole); the damage was noted to be from the inside to the outside. The damage found compromised the device's sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the damage. Additionally, photos were provided and they showed the condition of the reported event. The defect of the foreign matter observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number 353d99, and no non-conformances were identified additional information was requested, and the following was obtained: 1. Could you please clarify when the issue was identified (pre-op/intra-op/post-op)? The observation was identified during the organoleptic review in the cardio equipos drugstore warehouse. Preoperative. 2. Could you please clarify if there were any patient consequences? There were no consequences for the patient. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None.